Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs trial system on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient complained that it was hard for her to breathe and she had pain in the thoracic area. She then got a headache and had weakness in her right arm. The lead was removed and an MRI was taken. This revealed a hematoma in the c3-c4 area. The patient has opted out of surgery and will be in the hospital for at least (B)(6) to see if the hematoma clears up. Attempts made to gather additional information was unsuccessful, therefore, no further information is available at this time.